Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and symptoms of the peritonitis were unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with ancef (1 gram, intraperitoneally (added to the solution bags), every day for 21 days). At the time of this report, the peritonitis was resolving, and the patient was recovering from the event. The action taken with dianeal therapy was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.